Event description:
Alleged per clinical trial dvl-he-020: on (B)(6) 2013, the subject patient underwent multiple recurrent open ventral midline hernia repair, during which a bard/davol xenmatrix surgical graft was placed in sublay fashion on the retro-muscular region with suture. Fascia was completely closed with suture and full closure was achieved with sutures. Concomitant procedure includes lysis of adhesion(s), bowel resection and removal of previous mesh. The patient was discharged to home on (B)(6) 2013. On (B)(6) 2014, the patient was diagnosed with chronic seroma cavity. On (B)(6) 2014, the patient underwent an open ventral midline hernia procedure for seroma and the surgical graft was removed. Fascia was completely closed with suture and full closure was achieved. The patient was discharged to home on (B)(6) 2014. As reported, the adverse event has been resolved on (B)(6) 2014. This ae is clinically assessed to be possibly related to the study device and definitely related to the procedure. This has been assessed as a non-serious adverse event of moderate severity and has resolved. This reported adverse event does not meet the definition of an sae (serious adverse event).

Manufacturer narrative:
As reported, about 5 months post-implant of the xenmatrix, the patient was diagnosed with chronic seroma and underwent mesh explant. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Seroma formation is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use supplied with the device lists seroma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 20 units released for distribution in (B)(6) 2013.

Manufacturer narrative:
As reported, about 5 months post-implant of the xenmatrix, the patient was diagnosed with chronic seroma and underwent mesh explant. The clinician has assessed the patient¿s postoperative course as being ¿possibly¿ related to the study device and definitely related to the procedure, however, based on the information provided, no conclusion can be made. Seroma formation is a known inherent risk of hernia repair surgery. The adverse reactions section of the instructions-for-use supplied with the device lists seroma as a possible complication. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may, 2013. Addendum: h.11: this is an addendum to the initial MDR submitted. This supplemental MDR has been submitted to remove the patient date of birth which was incorrectly documented in the initial MDR. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - mesh explanted.

Event description:
Alleged per clinical trial (B)(6): on (B)(6) 2013, the subject patient underwent multiple recurrent open ventral midline hernia repair, during which a bard/davol xenmatrix surgical graft was placed in sublay fashion on the retro-muscular region using a non-bard/davol suture (maxon). Fascia was completely closed with non-bard/davol maxon suture in figure 8 technique and full closure was achieved with sutures. The patient was discharged to home on (B)(6) 2013. Concomitant procedure includes lysis of adhesion(s), bowel resection and removal of previous mesh. On (B)(6) 2014, the patient was diagnosed with chronic seroma cavity. On (B)(6) 2014, the patient underwent an open ventral midline hernia procedure for seroma and the surgical graft was removed. The patient was discharged to home on (B)(6) 2014. Fascia was completely closed with non-bard/davol maxon suture in figure 8 technique and full closure was achieved. As reported, the adverse event has been resolved on (B)(6) 2014. This ae is clinically assessed to be possibly related to the study device and definitely related to the procedure. This has been assessed as a non-serious adverse event of moderate severity and has resolved. This reported adverse event does not meet the definition of an sae (serious adverse event).